Event description:
The customer reported a photoactivation module leak that occurred during a treatment procedure. Customer stated that a blood leak occurred from a cracked photoactivation module was found when a kit was being unloaded after a completed treatment. Customer stated the lower bezel assembly had blood between the glass plate and metal frame that could not be cleaned up. Customer stated a blood pump error alarm had occurred during the treatment.

Manufacturer narrative:
Batch record review: review of lot history file for xts kit a754 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot a754 was performed. There were no complaints reported for photoactivation leaks to date for this lot at the time of the investigation. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).